Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of the first prostyle device were successfully pre-placed in the rcfa. Reportedly, an attempt was made with a second prostyle device; however, after deployment, the lever was closed but the foot did not fully retract, and the device became stuck. The physician widened the nick and spread and was able to remove the device; however, both prostyle sutures came out. The physician thought that the foot of the second prostyle likely caught the suture of the first pre-placed prostyle and that is why both sutures came out after the nick and spread to remove the second prostyle device. No vessel or tissue damage occurred. The sutures of two new prostyles were successfully pre-placed in the rcfa. The sheath was upsized to a 16f sheath in the rcfa and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures in the rcfa. There was also an access site in the left common femoral vein (lcfv). An attempt was made with a prostyle in the lcfv (after the tavr) to achieve hemostasis; however, the lever was closed but the foot did not fully retract, and the device became stuck. The physician widened the nick and spread and was able to remove the device. The prostyle suture was still able to be used to achieve hemostasis in the lcfv. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the physician thought that the foot of the second prostyle likely caught the suture of the first pre-placed prostyle and that is why both sutures came out after the nick and spread to remove the second prostyle device. Therefore it is likely that the circumstances of the procedure contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.